Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported the belt clip issues, replacing batteries more often, rejected a battery, a few scratches on the screen, and the insulin no delivery alarm. The customer reported no adverse event. The event involved product(s) unomedical, acc-1601, mmt-332a, and mmt-1880l. Troubleshooting was not performed for the pump clip, short battery lifetime, battery failed alarm, and cosmetic damage. Troubleshooting was performed for the insulin flow blocked alarm, and it's a past-resolved event. No harm requiring medical intervention was reported. No product return is required for unomedical. No product return is required for acc-1601. No product return is required for mmt-332a. No product return is required for mmt-1880l

Manufacturer narrative:
No scratches noted on the screen. Unit passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, active current test, sleep current test and self test. No unexpected insulin flow blocked alarms noted during testing. Unit successfully downloaded to thump. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Pump trace download analysis confirmed the pump alarmed a normal low battery alert on 06/01/2025 08:39:00, 05/22/2025 09:19:00 and 05/12/2025 18:45:00. No unexpected low battery alerts listed in the pump trace download. No alarms or alerts noted during testing, however, failedbatttest alerts were on 06/01/2025 18:50:52 and 06/01/2025 18:50:20 found in the history files. Battery cycle 66.0 received the lowbatteryalert (104) on 06/01/2025 08:39:00 after more than 7 days at 9.89 days. Battery cycle 65.0 received the lowbatteryalert (104) on 05/22/2025 09:19:00 after more than 7 days at 9.57 days. Battery cycle 64.0 received the lowbatteryalert (104) on 05/12/2025 18:45:00 after more than 7 days at 9.98 days. With reference to the battery duration failure analysis instructions, the customer did not experience an unexpected power loss of less than 7 days per the pump history records. No delivery alarm and bolus not delivered was not found in the history file or traces on event date of 04-jun-2025 or two days prior. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor, or force sensor. The p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: cracked keypad overlay and scratched case. Unexpected insulin flow blocked alarm was not confirmed. Customer did not experience an unexpected power loss of less than 7 days per the pump history. Charge/battery lasts less than expected and failed battery test were not confirmed. Cosmetic damage at the belt clip was not confirmed, however, other cosmetic damages were noted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.